Event description:
During a robotic assisted laparoscopic hysterectomy with bilateral salpingectomy, cysto, lysis of adhesions, the efx shield malfunctioned. Another one was obtained and that one also failed. The rep from the company took the two items, both with the same lot number. Another manufacturer's closure device was then used to close the fascia after the two failed attempts with the efx shield. There was no patient harm. Manufacturer response for instrument, ligature passing and knot tying, weck (per site reporter).